Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 11jun2020 to 11jun2021. Complaint trend: there are 10 complaints related to the issue of a spray of fluid not contained within the instrument; date ranges from 11jun2020 to 11jun2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338963-v96301034-900235188-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn check valve. Check valves are connected onto waste tubings to prevent contamination from backflow. The fse (field service engineer) confirmed the issue was due to the check valve (pn 334044) and that the leaking fluid was facsflow. They replaced the part, cleaned the flowcell, optimized the instrument alignment, and ran rainbow beads and cs&t tests. No parts were requested for evaluation as the replaced part was not returnable and was discarded. After the repair the instrument was tested and was performing as expected with no further leak. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in physical contact with the customer or bd personnel since proper ppe had been worn. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: 01966018, case # (B)(4). Install date: 17may2010. Defective part number: 334044 - check valve waste. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - leak from red filter. Problem description: leak from back of the wet cart, coming come red filter, believed to be facsclean. Work performed: ms 11jun: confirmed red check valve (pcn: 334044) cracked. Customer said that liquid had sprayed towards them when opening rear wetcart door to investigate leaking fluid. Fluid was only in contact with gloved hands and no injuries were sustained. Replaced check valve ( not from stock). Tested system and no further issues identified. Cleaned flowcell and optimised alignment. Rainbow beads comparable to historical saved data. Cs&t passed after new baseline - sensitivity improvements after alignment. Instrument returned fully operational. Cause: split check valve in wetcart waste line (pcn: 334044). Solution: replaced check valve (pcn: 344044 not from stock). Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks . Potential failure mode: 4.1.2 not connected . Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart . Potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump . Severity: 8 . Occurrence: 4 . Detection: 1 . Rpn: 54 . Item: 23. Valves . Function: 23.1 block, pass, or direct fluids . Potential failure mode: 23.1.1 valve leaks . Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance . Potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup . Current controls: di rinse daily . Severity: 5 . Occurrence: 7 . Detection: 1 . Rpn: 35 . Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid was due to a worn check valve. Conclusion: based on the investigation results the root cause of the spray of fluid was due to a worn check valve. The fse confirmed the issue and replaced the old check valve with a new one. They then cleaned the flowcell, optimized alignment, and tested the instrument to verify that it was working as expected without any further leaks. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facscanto¿ ii facsclean sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: leak from back of the wet cart, coming come red filter, believed to be facsclean. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.):liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.):not contained. 3. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4):facsclean sprayed towards customer as they opened rear panel of wet cart. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5):biohazard 5. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6):after waste line .6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.):yes.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii facsclean sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: leak from back of the wet cart, coming come red filter, believed to be facsclean. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4):f acsclean sprayed towards customer as they opened rear panel of wet cart. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. Did biohazard leak before or after waste line? (If before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): yes.